Event description:
It was reported that the pump declared alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, was unable to resolve the issue as the cartridge alarm recurred, leading to the decision to replace the pump. To ensure continuous insulin delivery, the customer will use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and instructed the customer on how to place the pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.